Event description:
It was reported that the lead was damaged during the explant procedure. Interstim system was to be explanted for MRI scan, however, when the lead was being pulled, it separated at the tined area. The lead wires stripped out of the distal end of the lead, but the tined portion and contact rings remained implanted. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).